Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient wanted to ask about the different programs. Patient said "that everything is working fine" however still leaks a little bit. Patient said is currently on program 1 at 0.3 and if increases to 0.4 feels burning. Patient said since implant now has semi-normal sensations and experiences pain when he needs to urinate so at that time uses the catheter. When asked, patient said overall has 75% improvement in symptom control. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy expectations and general programming guidance. Patient to consider switching programs and monitor and track symptom results. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.